Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: the applier could not clip the blood vessel and the handle locked when the blood vessel was clipped. The pt's condition was reported as fine.